Event description:
Four mandibular implants were placed on (B)(6) 2011, (two 2.2 x 10 mm and two 2.5 x 13 mm). The o-ring housings were picked up immediately in the pt's existing denture. One of the implants was lost on (B)(6) 2011. All o-ring housings were removed and the denture soft relined around the heads of the implants. On (B)(6) 2011, the pt reported removing another implant. The pt was last seen on (B)(6) 2012. The remaining implants are mobile and scheduled to be removed. Dr followed his standard protocol where he uses the pilot drill to perforate the cortical plate, then self-taps the implants into place using the imtec winged driver. He drills at 1200 rpm. He uses a flap-less procedure. Dr discarded the failed implants.